Event description:
The hospital reported that the patient became disconnected from the tubing, and it appears the nursing staff did not hear the alarms. It was reported that the patient died.

Manufacturer narrative:
Under (B)(4) law and the (B)(4) data protection act 1998, patient information is considered confidential and will not be released by the hospital. The log file of the advice was analyzed. There are no error codes in the alarm history of the device log, thus no functional failure has been recorded. The events registered in the alarm history consist of treatment alarms and low battery warnings. In particular, there are 3 treatment alarms (severity: high) in the early morning of (B)(6), the reported time of the alleged event. There is one low volume alarm at 5:40:26 and two high leakage alarms at 5:40:29 and 5:40:58, respectively. The alarms continued until 5:42:43 when the treatment session was manually terminated. The log file revealed that the low volume alarm limit was set at its lowest possible setting by the customer. This alarm level was triggered at 5:40:08, and appears to have been when the patient becomes disconnected. The alarm was activated, as designed, after approximately 15 seconds. No other alarm parameters were set by the user in such a way that they were activated. Based on the log file analysis, ge healthcare concludes that the device functioned as designed.